Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 canula was bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use was evident, no blood was observed. There were no defects observed to the c-ring wire. A mechanical evaluation was conducted. The c-ring slider was able to advance and retract the c-ring with no observed difficulty. The account reported that the c-ring wire was bent, however, according to the vv7 product specification the c-ring wire is angled to position the side branches away from the main vessel that is being harvested. A picture of a reference device is attached to the record. Based on the returned condition of the device and the results of the investigation, the reported complaint is not confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 canula was bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.